Manufacturer narrative:
An outside of united states (ous) customer reported falsely depressed salicylate quality controls (qc) and patient samples obtained on an atellica ch 930 sn: (B)(6)instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the dilution arm pump, sample probe, regent arm 1 probe, dilution probe, sample probe, relief valve, and saline valve. Additionally, the cse aligned the sample arm, changed the reagent and lot calibration, and cleaned the wash stations. The cse returned to replace valve v19 due to visible droplets on the reaction washer probes. The dilution probe was changed again due to it being dirty. The cse returned again to replace the lamp, adjust the dilution probe to wash stations, replace the reaction cuvettes, and replace the saline valve again. Siemens is investigating the issue.

Event description:
Discordant, falsely depressed salicylate quality controls (qc) and patient samples were obtained on an atellica ch 930 instrument. The initial results were not reported to the physician(s). The same samples were repeated on an alternative atellica ch 930. The repeated results were reported, as the correct results, to the physician(s). Customer did not provide specific patient results. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
(Additional information 13jul2023): siemens further investigated the event and determined quality controls (qc) were within range and stable after the replacement of the reagent mixer, alignments, replacement of probe and level sense board at reagent arm 2, and alignment of reagent arm 2, server 2 and reagent loader. System was functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. Initial MDR 2432235-2023-00137 was filed 05jun2023.